Event description:
Shaft frosted during procedure. Warm saline was used to prevent skin from frosting during the procedure.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Additional evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.